Event description:
Information was received from user facility via a manufacturer representative regarding a device used for transforaminal lumbar inte rbody fusion spinal therapy. It was reported that the nav elevate inserter was found broken into three pieces in the sterile processing department. No patient was associated with this event. Additional information received from the manufacturer representative that he has no idea of when the inserter has been broken during initial or in the re-use.

Manufacturer narrative:
H3: product analysis #708584837, product #nav2132, lot #dn18b001 visual and optical examination identified that the elevate inserter has broken on the outer shaft where the shaft and handle interface. The break occurred at the locking tab cutouts. A microscopic analysis of the fracture surface indicates a brittle fracture. The fracture appears to have occurred from the material attempting to shift during compression. This is consistent with the instrument being struck from the back side. The center shaft was not returned so witness marks on the back could not be observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.